Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the hvli was out of range. It was not possible to reproduce noise or varying impedance readings which are now, back within range. Possible loose setscrew was suspected. The device remains implanted.